Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged headache and dry cough. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 05, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam.patient alleged headache and dry cough. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer verified the device provides airflow using a known good power supply. Manufacturer during the investigation manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector. A contaminate consistent with keratin was observed on the blower box. (B)(4) v01 addresses the issue of keratin. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.manufacturer was not able to confirm the complaint or address the symptoms specified.